Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the results of the troubleshooting was ¿the right device as of today was 2.97 and the left was 2.97. It started at 3.07 on the left and 3.11 on the right, so I¿m losing voltage and I¿m afraid that after three year it¿ll deplete rather quickly.¿ the consumer then stated the cause of the depletion was ¿no device issue, I was told my readings will stability at 2.99 volts by the manufacturer¿s representative (rep).¿ it was then reviewed with the consumer the implant would stabilize around 2.90 volts. According to the consumer there were no steps taken to resolve the issue and they were ¿unaware of this.¿

Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in the first week since date of implant, the patient noticed the battery voltage of his new implants were depleting quickly. The patient said that at implant, the voltage was at 3.07v and was now down to 3.0v and felt it was depleting quickly. It was reviewed that the voltage will stabilize at 2.9v following initial drop. The patient confirmed understanding but indicated he was still concerned that the battery voltage dropped quickly. Additional information was received from the patient on 2020-apr-06 reiterating that both of their inss are "losing voltage" quickly. They noted the left ins is currently at 2.98v and the right ins is at 2.99v. The left ins was 3.07v" at the start" and the right ins was 3.11v. Patient services reviewed that battery depletion rate is dependent on usage and programming. They were redirected to their healthcare provider (hcp) to confirm the ins battery depletion rate is considered normal. No allegation was made against therapy.